Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt1958 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility nurse: "on thursday, (B)(6) 2018, a 2fr PICC was placed on (B)(6) 2018 broke in half while child was being held. No harm came to pt and break was outside pt body. PICC was only in the pt 7cm."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed, but the exact mechanism of damage was unknown. One 2fr s/l per-q-cath PICC was returned for investigation. The PICC was received in two segments. The stylet remained attached to the proximal catheter segment. The stylet extended 11.2cm from the distal end of the proximal catheter segment. The proximal catheter segment extended 9.5mm from the 7cm depth mark. The distal catheter segment was 12.2cm in length. The adjoining ends of the 2 fr catheter near the 8cm depth mark were microscopically examined and were noted to be dull and granular, which is consistent with characteristics of a break in the per-q-cath catheter material. The distal end of the distal catheter segment was noted to be glossy and striated, which is indicative of a sharp instrument cut. It is possible that the tubing was stretched. It was reported that the PICC broke in half while child was being held and the break occurred outside the body. Care is suggested when handling the delicate size of the 2 fr tubing. Since the catheter had been trimmed to length and the PICC was being inserted, it appeared that the damage occurred during use; however, the exact mechanism of damage was unknown. A lot history review (lhr) of rebt1958 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility nurse: "on thursday, (B)(6) 2018, a 2fr PICC was placed on (B)(6) 2018 broke in half while child was being held. No harm came to pt and break was outside pt body. PICC was only in the pt 7cm."